Event description:
Catheter was discovered to be broken when surgeon went in to replace it. A piece that was broken off was removed and sent to co-other piece unable to remove. Catheter was positioned in left subclavian.